Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that within six or eight months of implant, patient¿s battery had died and would not recharge. Patient noted to have sought out assistance, but never got any.